Manufacturer narrative:
A ge service representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported that the system was frozen (locked up), resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and replaced a blown fuse. The system operates as intended.